Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not seal as well in comparison with another device. The surgeon noticed that when sealing thicker tissue, vessels and bundles exact were not as dry. They encountered this several times. There is no further information available pertaining to this issue. There was no patient involvement.